Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the battery tube found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case on corner of belt clip rails, battery tube threads cracked, serial label damage and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube/threads was noted. Blank display was confirmed by cutting open the pump to perform visual inspection where a misaligned battery tube was noted.